Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports filed on the same event. (Reference 0001825034-2012-00202). This report filed (B)(4) 2012.

Event description:
It was reported that the patient underwent a total hip revision on (B)(6) 2011. Revision was performed on (B)(6) 2012 due to acetabular cup loosening. No further information has been received.